Manufacturer narrative:
Exact date unknown, event occurred a year ago from date manufacturer was made aware.

Event description:
It was reported that the patient ipg stopped working and was unable to charge out of hibernation. It was mentioned that the patient had a non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient ipg stopped working and was unable to charge out of hibernation. It was mentioned that the patient had a non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively.